Event description:
It was reported by the customer that they are returning their unit to elsg for service. The device making a huge noise, vacuum pump. No further information is available. There was no reported patient consequences.